Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 75 mcg for a total dose of 16.99951 mcg/day, bupivacaine 30 mg for a total dose of 6.7998 mg/day, clonidine 300 mcg for a total dose of 67.99803 mcg/day, and compounded baclofen 300 mcg for a total dose of 67.99803 mcg/day via an implantable pump. It was reported on (B)(6) 2020 the patient experienced a headache and was started on/administered fioricet to treat a post dural puncture headache. The patient was also advised to apply pressure to the site. On (B)(6) 2020 the patient reported severe, persistent headaches. The patient reported increasing caffeine and fluid intake. On (B)(6) 2020 examination revealed yellow discharge from lumbar site. The patient reported the headaches worsen with movement and standing. On (B)(6) 2020 the patient reported resolution. On (B)(6) 2020 the patient reported pump protrusion. The patient had a catheter revision in (B)(6) with persistent fluid leaking from their lumbar site. The fluid may now be causing pressure at their pump site. The outcome of the event was ongoing. The clinical diagnosis was positional headache and pain at the pump site. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The event was related to surgery/anesthesia. The incision site/device tract was pump pocket and lumbar site. The event date was (B)(6) 2020. Additional information was later received on 2020-jul-29 from a healthcare professional (hcp) via a clinical study. The clinical diagnosis was a cerebrospinal fluid leak. Medications administered on (B)(6) 2020 included vitamin c (2000 mg), vitamin d (5000 iu), and zinc (100 mg) twice daily. The patient was instructed to wear an abdominal binder on (B)(6) 2020. On (B)(6) 2020, they had aspirated 22 ml of fluid from the site. On (B)(6) 2020 the patient reported no improvement. The patient was scheduled for revision with a neurosurgeon on (B)(6) 2020. The cerebral spinal fluid leak was repaired. A purse string was placed around the catheter on (B)(6) 2020. They also injected into the site 0.5% bupivacaine and doxycycline. It was further noted that the seroma at the pump site was still present but subsiding secondary to the csf leak repair. The patient¿s weight was (B)(6). On (B)(6) 2020 the seroma present but was improved as the csf leak was resolved. The event was further reported as having resolved without sequelae as of (B)(6) 2020. Refer also to MFR report # 3004209178-2020-02718 regarding prior event / catheter revision. No further complications were reported.